Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she is just tracking the sensor replacement. Customer also mentioned that she had a low blood glucose level of 49 mg/dl last night. Customer stated that the low blood glucose event happened while she was sleeping and treated with glucose tablets. Customer declined low blood glucose troubleshooting. Advised customer of the after email care. No insulin pump is expected to returned for analysis.